Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the when priming pump was jammed and customer needs to change reservoir for pump to continue to work. The customer¿s blood glucose was unknown at the time of the incident. The customer also report that diminished battery life and screen scratched and worn pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window, a scratched case and a stained keypad overlay. Device passed the run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device primed properly. However, device was received with a high idle current, problem isolated on the motherboard. (B)(4).